Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: 00798636 case subject: npi 8110 not allowing a channel ID if connected to the right side of a 8015 account name: providence portland medical center account #: 1619100 asset name: 8110 syringe module v9.33.0 asset location: contact: (B)(6) contact email: (B)(6) contact phone: 5032151111 contact mobile: patient or user involvement: no patient or user harm: no case description: biomed has a 8110 unit that will not allow the left side of the 8015 to obtain a channel ID if the 8110 is connected to the right side of the 8015. Sn: (B)(4). Failure device type: alaris system instrument failure problem type: 8110 failure mode: troubleshooting/ error codes case resolution: recommended to inspect the iui and try another iui board. If that does not fix it then a logic board problem. If the problem lays in the logic board, biomed will send in for flat rate repair.